Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned in two segments, fractured at approximately 88 millimeters from the terminal end. Visual examination identified sharp curves in the electrode body in the regions approximately 33.8 mm from the terminal end. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that, the patient with this right ventricular (rv) lead was hospitalized due to high pacing impedance and high pacing thresholds cause by a suspected fracture. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this right ventricular (rv) lead was hospitalized due to high pacing impedance and high pacing thresholds cause by a suspected fracture. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.